Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the reported cannula did not insert correctly, to determine its root cause, or to determine if it could have contributed to the reported hyperglycemia. Qualification records were reviewed and the product lot met all acceptance criteria.

Event description:
The customer stated that the cannula did not insert correctly, and that insulin was leaking onto his shirt. The customer's blood glucose level was 259 mg/dl. The pod was worn for less than 4 hours.